Event description:
It was reported the patient presented in the hospital was pocket erosion. The patient's pacemaker and leads were explanted. The patient had a new leadless pacemaker implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of pocket erosion was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.